Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that on an unknown date an adult radius fracture was repaired using double 5.5 broad locking compression plates (lcp ), 5.0 locking screws and lagged 5.5 cortex screws. The surgeon stated that ¿the implants didn¿t fail, the construct failed through the distal hole, bending one 5.5 mm screw, and the remainder was completely intact. Had a 16 hole 5.5 broad lcp cranially and a 16 hole 4.5 broad lcp laterally filled with a combination of mostly 5.0 locking screws and about eight (8) 5.5mm cortex screws." It is unknown how the procedure was completed. It is unknown if there was surgical delay reported. Patient outcome is unknown. Concomitant device reported: unknown screws (part# unknown; lot# unknown; quantity: unknown); unknown 5.5 broad locking compression plate (lcp) (part# unknown; lot# unknown; quantity: 1); unknown 4.5 broad locking compression plate (lcp) (part# unknown; lot# unknown; quantity: 1); unknown 5.0 locking screws (part# unknown; lot# unknown; quantity: unknown); unknown 5.5mm cortex screws (part# unknown; lot# unknown; quantity: 8). This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).